Event description:
It was reported that the device housing was cracked with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device was replaced for the customer.

Manufacturer narrative:
The device was replaced for the customer.